Manufacturer narrative:
It was reported that the cover screw rs3435 provided with dental implant has a defective hex and could not be used to cover the implant, which has no quality problems. No patient complications were reported. Manufacturer investigation concluded that it was a unique case. No similar incidents were reported to adin regarding cover screw hex.

Event description:
Defected dental implant cover screw